Manufacturer narrative:
Follow-up # 1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump determined that there was no damage to the keypad cover. During testing, the down arrow and ok keypad buttons were intermittently unresponsive. The up arrow and contrast keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned appropriately.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.